Manufacturer narrative:
Occupation: patient. PMA/510(k) #: not exempt, pre-amendment. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that eleven embolization coils were implanted into the left ovarian vein of a patient with pelvic congestion syndrome during an ovarian vein embolization procedure on (B)(6) 2006. The procedure was completed successfully and the patient reported an immediate resolution of symptoms. Six years after coil implantation the patient reported that previous symptoms of pain had returned. Patient testing conducted over the next six years did not indicate a change in coil position. Twelve years after initial implantation, the patient underwent a second procedure on (B)(6) 2018 to check the status of the coils. It was found during the procedure that the coils had eroded through the vessel wall, were attached to the ureter and had caused some damage to the pelvic floor. All coils were then removed from the patient. The patient reports experiencing chronic left flank pain, pelvic floor dysfunction and nerve damage following the coil removal procedure. The patient is currently receiving treatment for these issues. The provided removal report from (B)(6) 2018 indicated "... It is immediately possible to clearly see the coils in the left ovarian vein through the descending mesocolon" ...."the left gonadal vein, which is collapsed all along its course and it is possible recognize with in its lumen the metallic coils previously placed, which have clearly decapitated on the vein wall partially exiting from the lumen of the vein and giving an evident inflammatory reaction on the surrounding structures (nerves and ureter)". This report captures one tornado platinum embolization coil. Additional coils used in the procedure are referenced in medwatch reports: 1820334-2018-02773, 1820334-2018-02861, 1820334-2018-02862, 1820334-2018-02863 and 1820334-2018-02864.

Manufacturer narrative:
Correction: relevant tests/laboratory data: left ovarian vein pathology report diagnosis indicated segment of vein with no pathological changes. Device evaluated by MFR: device evaluation anticipated, but not yet begun (02). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Product received on: disc of images was received on 20sep2018. Investigation - evaluation: a review of the device history record, documentation, instructions for use (IFU), quality control and specifications of the device, as well as a visual inspection of the disc of images provided by the patient was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. Sufficient controls are in place to detect these possible failure modes prior to release to the customer. A review of the device history record for the mwce-35-8/4-tornado lot 1564366 revealed one nonconformance in a product that was reworked. It should be noted that there were no other complaints associated with this lot number. A safety evaluation of cook inc¿s platinum embolization coils was conducted at one, three, and six months post embolization by the med institute inc. The acceptance criteria for these studies stated that the target vessels must not indicate a substantially adverse biological response. It was found during these studies that inflammation was mild and there were no adverse changes to the vessels. Cook¿s embolization coils passed all biocompatibility and MRI testing. The patient supplied cook inc. With a disc of images from the implantation procedure, in which an image review was then conducted by the physicians at cook research inc. The image review found that the vessels the coils were implanted into seemed small (4mm) and the tornado coils that were implanted seemed large (4-8mm). The image review also determined that it cannot be confirmed that the erosion mentioned in the complaint damaged surrounding organs. Additionally, a literature review was performed. Worsening pain or the development of chronic or recurring pain after coil embolization procedures were found to be generally rare, with most cases being treated and symptoms resolving without further complication. Migration of implanted coils were noted in eight cases that reported on embolized ovarian veins, and of these, there was one case of coil eroding and migrating through the ovarian vein. The manufacturer of the eroded coils in this case was not provided. The instruction for use (IFU) state the intended use for tornado embolization coils are for embolization of selective vessel supply to arteriovenous malformations and other vascular lesions and are ideally suited for tapering vessels. The product is intended for use by physicians trained and experienced in diagnostic and interventional techniques. Standard techniques for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Warnings stated in the document note that positioning of the coils should be done with particular care, as coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing normal and essential arterial channel. These coils are intended for one time use only and the user is advised to inspect the product prior to use to ensure that no damage has occurred. Based on the information provided, no returned product and the results of our investigation, a definitive root cause could not be established. It is possible that the position of the distal coils into smaller ovarian vein branches could have contributed to the erosion that the customer has reported. Because erosion through the ovarian vein has not been previously reported, it is possible that other factors such as anatomy or disease state may have also contributed of the event although this could not be confirmed. The appropriate personnel have been notified and cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.

Event description:
An hhs/FDA sus voluntary event report was received (B)(6) 2018 as filed by the patient and is linked to this report. The sus can be referenced in mw5079690. A discrepancy in lot number the manufacturer was given (1564366) and the lot number reported in the hhs/FDA sus voluntary event report (1564388) was noted. Efforts to obtain the correct lot information are ongoing. Along with chronic pain, the patient has experienced gi distress and has had multiple interventions for undetectable problems. Concomitant pharmacological therapies include thyroid medication, linzess, amitiza and trulance.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.